Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and replaced. The implantable defibrillation lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited out of range shock impedance measurements resulting in greater than 125 ohms. Boston scientific technical services (ts) discussed lead testing. No adverse patient effects were reported.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.